Manufacturer narrative:
(B)(4). Product was evaluated and the set was determined to have a leak due to a tear in the silicone tubing at the upper fitment. Root cause of tear in the silicone tubing was undetermined. Although lot number unk, the smartsite laser number indicates this set was built between (B)(4) 2010.

Event description:
Customer returned this administration set in the same package with sets expected for other files. The set appears to be used but unk if the set was from a pt or only from priming. No indication of the reason for the return. Unable to reach multiple hospital contacts. No further pt or event info is available.